Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that there is excessive coring. We are getting multiple complaints about 2ml bd tubes used on our acl top hemostasis analyzers. It seems the cap material has changed and it is causing excessive coring. Complaint 1 of 3.

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for coring with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It has been reported that the bd vacutainer® 9nc 0.109m 0.2 ml plus blood collection tube has been found containing foreign matter during use. The following has been provided by the initial reporter: it was reported that there is excessive coring. We are getting multiple complaints about 2ml bd tubes used on our acl top hemostasis analyzers. It seems the cap material has changed and it is causing excessive coring. Complaint 1 of 3.